Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio inr: (2.5), lab inr: (1.9). Lab venipuncture. Time between testing was one hour. Patient self tester's therapeutic range is 2.0-2.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 2.5, lab: 1.9, mean: 2.2, confidence limits (1.4-3.1), result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. No strip lot information was provided. No product associated with the complaint is expected for return. No further investigation is possible. Analysis of client's data from inratio and reference method revealed that test results met accuracy criteria. Root cause could not be determined from the information provided by the customer. No strip lot information was available and no product was expected to be returned; further investigation for product performance could not be performed. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.